Manufacturer narrative:
Section b1, b2: correction. Section b5, d10, h6: additional information.

Event description:
The pump was working as expected but internal fluid appeared to be leaking into the silicone sheath from inside the patient's body and then exiting the silicone sheath via a crack in the sheath external to his body. The culture of fluid from the driveline confirmed the presence of achromobacter. The patient was admitted from (B)(6) 2019 to (B)(6) 2019for IV antibiotics to treat achromobacter. The patient returned to the hospital on (B)(6) 2019 and received a pump exchange on (B)(6) 2019. Pump exchange was scheduled due to external driveline damage, suspected internal driveline damage, and an active infection. An area of infection was identified adjacent to the pump pocket and came back positive for corynebacterium amycolatum. The patient remained asymptomatic throughout the course of treatment. Bactrim and vanomycin were administered as an inpatient, and the patient was discharged on a 6 week home regimen of IV daptomycin and IV meropenem. The plan is to treat with oral suppressive antibiotics after 6 weeks. The patient cable was replaced when the patient was discharged on (B)(6) 2019 no additional information was provided.

Manufacturer narrative:
Device identification, device evaluated by MFR, device manufacture date: additional information. Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(4), was unable to confirm the suspected internal damage to the silicone jacket that would have contributed to the reported fluid leakage out of the patient¿s external portion of driveline, as the entire internal portion of the silicone jacket was not returned for evaluation and the returned portion of internal silicone jacket did not find damage that would have been present during patient support. Additionally, the cause of the reported infection could not be conclusively determined. Evaluation of the submitted photo confirmed damage to the external portion of the silicone jacket, and evaluation of the submitted log file confirmed elevations in pump power; however, a direct cause for the elevated pump powers could not be conclusively determined. The pump was returned assembled with the driveline cut approximately 7 inches from the pump housing, and a distal segment measuring approximately 30.5 inches was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump. The sealed outflow graft and outflow graft bend relief were returned. The bend relief collar was not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of adhered depositions or thrombus formations that would have contributed to a functional issue. The driveline was cut approximately 7 inches from the pump housing, and a distal segment measuring approximately 30.5 inches was also returned. The driveline was tested for continuity in the conditions that it was received and did not reveal any discontinuities or shorts. The silicone jacket on the distal segment of driveline was returned cut approximately 3 inches from the controller connector and the remaining portion of the silicone jacket on this segment of driveline, both the remaining external portion as well as part of the internal portion, was not returned. The proximal segment of driveline showed that the silicone jacket had a cut in the jacket approximately 3 inches from the pump housing; however, this cut appeared to be induced during explant and did not appear to have been present during patient support. The layers were carefully removed in order to evaluate the underlying wires. The underlying wires appeared overall unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of both segments the driveline. Both portions of the driveline were then individually suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient observed two tears in the silastic of the heartmate ii lvad driveline. Fluid is leaking out of the torn silastic region. The patient is asymptomatic and has not observed any alarms. Patient tried to tape the driveline but tape will not adhere. Analysis of the log file showed some elevated flows above normal parameters. On (B)(6) 2019 a power spike above 10 watts was observed. Additionally, the voltages on the patient cable while connected to the power module seem low, potentially due to wear and tear. It was recommended to change out the patient cable. The tears on the silicone cover were regarded as cosmetic damage and recommended to be repaired with self fusion tape. There were no other unusual events seen within the log file. It was recommended to obtain a culture of the fluid leaking from the driveline and to swap out the patient cable. From a pump aspect the lvad unit was functioning as intended. No additional information was provided.